Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm with an iliac artery aneurysm using gore® excluder® aaa endoprostheses. At one-year postoperative follow-up examination, occlusion with thrombus was found in the internal iliac components implanted in the right internal iliac artery. It was reported that decrease in blood flow caused by a narrow ostium of the common iliac artery may have caused the occlusion with thrombus. The patient had no symptoms and was decided to be monitored without any additional treatment.